Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. Additionally, review of an atrial tachy response (atr) episode revealed one beat of loss of capture. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.